Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, a possible cause includes electrical component problems. The most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the image became snowy when the universal cord was shaken. It was determined that the light guide tube and cable tube needed to be replaced. There was no patient involvement. ¿